Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the serialized device was replaced. The customer was able to clear the error and complete the rewind process.. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaints that might trigger the reason complaint. Unit passed the displacement test and self test. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Units power up properly after insertion of the battery and no pump error 23 alarms were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool reveals one occurrance pump error 23 alarm on (B)(6) 2025 18:39:11.000. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on electronic assemblies noted during visual inspection. Unit functioning properly. Unit was also received with the following cosmetic damages: cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In conclusion no pump error alarm 23 was noted during testing. Unit was monitored closely and no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.